Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a pacemaker implant procedure on (B)(6) 2017, the right ventricle was perforated by the right ventricular (rv) lead. The patient became hemodynamically unstable and cardiopulmonary resuscitation (CPR) was performed. A trans-thoracic echocardiogram revealed a pericardial effusion and a perforation of the right ventricle. The patient was intubated and underwent an emergency sternotomy to repair the cardiac perforation and a superficial liver injury, which occurred during the intervention. The patient was transferred to the ICU and subsequently expired on april 9, 2017 due to multi-organ failure. .